Event description:
It was reported that the patient had a syncopal episode and on evaluation it was found that there were elevated pacing thresholds on the right ventricular (rv) lead. Reprogramming was performed. On opening the pocket during an upgrade procedure intermittent loss of capture was noted. Sporadic capture was noted through the analyzer as well. Unipolar pacing was no more effective than bipolar pacing, so the physician emergently put a catheter in to have consistent pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).